Event description:
Info received indicates the valve was removed when tests revealed aortic regurgitation. At explant, two leaflets were found torn with no sign of calcification or endocarditis. The valve was replaced with no additional consequence reported for the pt.